Manufacturer narrative:
Batch review performed on 15 january 2020. Lot 189150: (B)(4) items manufactured and released on 28-jan-2019. Expiration date: 2024-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in the event: knee implants, flex fixed tibial insert: gmk-sphere tibial insert fixed sphere flex size 4/11 mm r. , reference: 02.12.0411fr, (k140826) lot: 186072 batch review performed on 15 january 2020 lot 186072: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Patient will be revised end of march 20, due to excessive slope instable in flexion, with custom made inlay (13mm / -4° slope) to avoid to change the whole tibai prosthesis.

Event description:
Patient will be revised, due to excessive slope unstable in flexion, with custom made inlay (13mm / -4° slope) to avoid to change the whole tibia prosthesis. Surgery was scheduled on (B)(6) 2020 but it has been postponed to an unknown date.